Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 124 mg/dl. The customer stated the insulin pump was exposed to sweat. Customer also mentioned that the insulin pump is cracked. Advised that the insulin pump will be replaced. Nothing further reported.